Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
This is a case, which was reported to baxter. The complaint refers to an incident involving a accusol 35 5000ml. Bag the reporter states that the bag was leaking and it looked like it was coming from the left hand side of printed face. Not discovered during patient use.

Event description:
It was reported to baxter (B)(4) that six single day infusor devices overdelivered during use. This is report number 4 of 6. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.